Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000452, lot/serial: unknown; product ID: bi71000503, lot/serial: unknown; product ID: bi71000135, lot/serial: unknown; product ID: bi71000138, lot/serial: unknown; product ID: bi71000144, lot/serial: unknown; product ID: bi71000159, lot/serial: unknown. A medtronic representative went to the site to test the equipment. All internal 135 degree covers, door inner, door sidewall, upper door cap, lower door cap and inner metal source grate were replaced. A system checkout was performed and the system was working as intended. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry cover with dual fans had three damaged brackets. The gantry covers were also damaged. There was no patient present when this issue was identified.